Event description:
A healthcare professional reported that a patient experienced with moderate high intraocular pressure in the left eye and received drug therapy for the event. Additional information has been requested, but none received to date. Additional information was received and indicated that the scheduled procedure was vitrectomy surgery.

Manufacturer narrative:
This report originally filed under mfg report num 1610287-2022-00067. All future reports will be submitted under mfg report num reflected in this report. An analysis of the retain samples showed that the product was pfp and met all release criteria. Nothing was found that would account for the reported event. In the regulator directions for use (dfu), the user is required to verify that the sealing o-ring is in place prior to attaching the regulator to the gas cylinder. There is no indication in the file that the customer intentionally misused the device, therefore the likely cause of the reported event is use error. There is no evidence contained within the reported information at this time that indicates that the design or performance of the c3f8 perfluoropropane ophthalmic gas or ispan regulator contributed to the event reported. The root cause of the reported event cannot be determined. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is:(B)(4).